Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 was manufactured by a qualified employee. The valve was sterilized by miethke and released for shipment after final inspection. The progav®2.0 valve has a adjustable pressure range of 0 to 20 cmh2o. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Result an investigation was not possible because no sample was sent for investigation. It is possible that protein deposits inside the valve affect the function of the progav® 2.0 valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Also too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. However, we cannot clarify why the valve adjusted itself.

Manufacturer narrative:
Additional information/ investigation result will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx413t) was implanted during a procedure. According to the complainant, which has been altering setting seemingly on its own accord somehow. The surgeon initially queried if this was a user issue as had also altered post MRI. No further patient information available.